Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - was there any adverse consequence associated with the patient? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). -----------contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a repair of anterior and posterior vaginal walls and repair of old perineal lacerations under combined lumbar and epidural anesthesia procedure on (B)(6) 2023 and suture was used. During the procedure, at 08:50, the patient underwent repair of anterior and posterior vaginal walls and repair of old perineal lacerations under combined lumbar and epidural anesthesia surgery. When the surgery was performed to separate the anterior and posterior walls of the vagina from the prolapse of the posterior wall, the external fascia of the rectum around the prolapse was used as a purse string suture. The separated mucosa was cut off in an equilateral triangle. When the suture was used as a mattress suture, the suture was broken, and a new suture was immediately replaced for mattress suture. No adverse patient consequences were reported. Additional information was requested.